Event description:
It was reported that an ilet device screen briefly turned white, then returned to normal, with a persistent thin white line visible though usability was not impacted; the user restarted the device per guidance and elected to monitor for recurrence. Symptoms included no clinical effects. Outcomes included no change in therapy, no medical intervention, and no impact on daily activities. Investigation included customer service troubleshooting and user-guided restart. Investigation of this case revealed an intermittent display anomaly consistent with a screen artifact, with the device otherwise functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient display issue not affecting device performance.